Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The sensing vector for the shock was set to the primary sensing vector. The shock impedances were around 116 ohms, which is high but within normal limits. The patient has lost weight recently. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no known additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The sensing vector for the shock was set to the primary sensing vector. The shock impedances were around 116 ohms, which is high but within normal limits. The patient has lost weight recently. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no known additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The sensing vector for the shock was set to the primary sensing vector. The shock impedances were around 116 ohms, which is high but within normal limits. The patient has lost weight recently. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The electrode was returned severed approximately 233mm from the terminal end. This is surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation.